Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement over the guide wire inadvertent mishandling resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the attempt to advance the 2.50 x 20 mm nc trek balloon dilatation catheter (bdc), over the guide wire the shaft separated. The bdc did not enter the patient anatomy. A new bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.